Event description:
During follow up, it was suspected the device battery was prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of premature depletion and a longevity estimate anomaly was not confirmed. The device was received in elective replacement indicator (eri) mode. The device image analysis indicated that voltage and current trends were normal. The device impedance, pacing, sensing, hv outputs, and patient notifier tests were performed with normal results. The device was cut open to perform further analysis. In-circuit voltage and current measurements were normal. Adc testing was performed, and voltage measurements were normal. A longevity assessment was also performed, and the device exceeded projected longevity with normal battery depletion.